Event description:
Patient additionally reported capsular contracture baker grade unknown. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Additional observations: biological tissue observed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side device rupture. Location of the device has not been specified.

Manufacturer narrative:
Further information from the reporter regarding event, product details, patient details and return of the device has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.